Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states one of the wheel locks is not working and not "braking" the wheel. This report is for the wheel lock not locking on a defective wheel which is the under lying cause.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. No issues with brakes. Right rear wheel was loose causing wheel to wobble and rub right skirt guard. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. No issues with brakes. Right rear wheel was loose causing wheel to wobble and rub right skirt guard. Dealer states one of the wheel locks is not working and not "braking" the wheel. This report is for the wheel lock not locking on a defective wheel which is the under lying cause.